Manufacturer narrative:
(B)(4). G2 - foreign: turkey. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the saw attachment stopped during surgery and did not work again in anyway. There was no harm to operator or a patient. Surgery was completed with alternative device. This event is related to a malfunction that could potentially lead to serious injury. However, in this case no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following section was updated: d4 the device was not returned for complaint investigation as documented in the product retrieval task. The device could not be visually inspected in an effort to confirm the defect. DHR review was performed. Device was thirty months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.